Event description:
Conflicting info from third parties regarding an adverse event for a pt implanted in an off-label use was received by the manufacturer. Multiple requests for info from the surgeon were made. In july 2008 and undated, unsigned handwritten report from the cochlear implant clinic was received. The report, translated into english, is attached on a separate page. A date for the report and add'l info have been requested. "In 2007, the surgery is made of the abi on the right side with no intraoperative complication. In the immediate post-operative, she started with this medical profile complication: dysfunction of the brainstem and hydrocephaly because of compression of the IV ventricle. All of these including: ocular mobility disorder, anisocoria, right facial paralysis, right hemi-atrophy of the tongue, absence of sedestration and control cephalic, pyramidal signs in the extremity, abscence of deglutition reflex-probe naso-gastric and parental alimentation. The hydrocephaly required: external derivation, and change of drainage, derivation valve, change of the valve with a programmable valve. During the course of the clinical evolution, she showed different incident of respiratory distress which needed invasive mechanical ventilation. No invasive for pulmonary pathology but like different infection and over-infection respiratory. The absence of deglutition reflex needed the practice of a gastrostomy. The clinical evolution up to now showed a progressive normalization of the symptoms with exception of: right facial paralysis (with a big improvement), user of a dvp valve. Actually, the pt state of mind is very active, socially asking with her voice to be able to communicate. We are waiting from them (the parents are refusing as they are afraid) 24 hours ago, they asked for the visit for the activation."

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
It was reported that no further information has been made available. This report is filed (B)(4) 2013.